Event description:
Our affiliate is reporting that during an arthroscopic procedure, a portion of the distal tip of the anchor inserter broke off into the patient's body. All of the fragment was retrieved and the procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time awaiting the receipt of the complaint device, and is in the information gathering mode. When all that can be had is had and evaluated, the results of the investigation will be the subject of the follow-up report.